Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no off no power alert noted. Insulin pump was received with corroded battery tube, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker, missing keypad overlay and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call stating about getting power off. Customer stated that they kept replacing battery and the whole keypad cover came off. Customer declined power off troubleshooting. The insulin pump will be sent for analysis.